Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection fortum (1g; route, frequency, and duration not reported), injection amycacin (125 mg; route, frequency, and duration not reported), and injection vancomycin (2g; route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient continues on antibiotic therapy; however, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.